Event description:
Per complaint (B)(4), the patient had a crown restored onto the implant. The patient returned 4 months later and the doctor noted the crown was loose and that the implant was very tight. It was discovered that the retention pin was fractured and the doctor was unable to retrieved it. This resulted in the doctor removing the implant and replacing it with a new one.